Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1700002 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the appliers are jamming. There was no patient injury.